Manufacturer narrative:
(B)(4).

Event description:
The affiliate reported via email aat the time of surgery when trying to use rapio frequency vapr lps, disposable and sterile did not work. In trying to make it work it was seen that it did not burn, but it released a spark. To solve the problem it was necessary to open a new product. There was no harm to the patient and the surgery did not exceed time longer than 30 minutes. There was no damage to the patient. No part fell into the patient. There was no need of new intervention. Additional information received via email from the affiliate on 3-24-17: no, the sparking did not affected the patient. Yes, it was new device and was properly stored.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email aat the time of surgery when trying to use rapio frequency vapr lps, disposable and sterile did not work. In trying to make it work, it was seen that it did not burn, but it released a spark. To solve the problem, it was necessary to open a new product. There was no harm to the patient and the surgery did not exceed time longer than 30 minutes.there was no damage to the patient. No part fell into the patient. There was no need of new intervention.

Manufacturer narrative:
The complaint device was received and evaluated. The device was visually inspected. The active tip shows signs of activation. There are signs of slight melting on the manifold between 3 - 6 o'clock positions of the tip. Functional testing could not be carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation ((B)(4)) has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 2 dissimilar complaints from this lot of devices that were released to distribution. Corrective actions to be identified through (B)(4), if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email aat the time of surgery when trying to use rapio frequency vapr lps, disposable and sterile did not work. In trying to make it work it was seen that it did not burn, but it released a spark. To solve the problem it was necessary to open a new product. There was no harm to the patient and the surgery did not exceed time longer than 30 minutes.there was no damage to the patient. No part fell into the patient. There was no need of new intervention. Additional information received via email from the affiliate on 3-24-17. No, the sparking did not affected the patient. Yes, it was new device and was properly stored.